Event description:
The pt was reported to have a stable aneurysm, but it was leaking. A stent-graft was placed successfully, however a small type I endoleak was noted at the aneurysm neck. After ballooning, & cuff was placed, but the leak persisted. The cuff was ballooned and no further leak was observed. The pt left the operating room in stable condition. The pt experienced complications later that evening and was returned to the or. The ultrasound showed fluid in the abdomen. An open repair was performed; the stent graft was removed. It was noted during the surgery that the aortic wall at the aneurysm neck had ruptured. Per the dr, the ballooning of the proximal neck may have caused the rupture. The pt survived the surgery, but expired in the ICU on the next day.